Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. During an urgent procedure the angiojet solent mni catheter was used to thrombose a clot in the vasculature around the spinal cord. During the operation the tip of the catheter broke off. The patient was taken to surgery and the tip was able to be retrieved. No further patient complications were reported and the patient status is stable.